Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. A manufacturing record evaluation was performed for the finished device lot number: 28592, and no related nonconformances were identified. Additional information received: alert date: on (B)(6) 2023, date of explant: on (B)(6) 2023, country of event: us, model: lxmc15, device lot number: 28592, date of implant: on (B)(6) 2021. Patient details: patient identifier: (B)(6), sex: male, age (at time of consent): 43 years. Additional event details: was the linx explant a result of an adverse event per protocol definitions? Yes, if yes, choose the primary ae log line, start date and term: #003 on (B)(6) 2022: dysphagia. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no other: no. If other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes, endoscopic: no, other: no, if other, specify: blank, were any concomitant procedures performed? No, describe any notable observations during the explant procedure: blank. Log line 1 update: end date: on (B)(6) 2023 / on (B)(6) 2022. Log line 2 update: awareness date: 23 apr 2022 / on 23 jul 2022. Log line 3 update: adverse event term: prednisone for dysphagia / dysphagia. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Yes / n/a. Dilation performed: yes, indicate type of dilation? Mechanical, date of dilation: on (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2024. Additional information received: relationship to study device : not related: causal relationship. Relationship to study procedure : not related: causal relationship. Updated log line 2: relationship to study device : not related: causal relationship. Relationship to study procedure : not related: causal relationship. Updated log line 2: relationship to study device : not related: causal relationship. Relationship to study procedure : not related: causal relationship. Updated log line 3: relationship to study device : not related: causal relationship. Relationship to study procedure : not related: causal relationship. Updated explant notification: other : no: yes. Describe the technique used for explant (check all that apply):laparoscopic : yes: no. If other, specify : blank: robotic assisted laparoscopic. Explant subject.

Event description:
It was reported via clinical trial patient (B)(6) experience, egd with dilation, egd with dilation, prednisone for dysphagia. Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4); date sent: 6/13/2023; lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: start date: 8 mar 2022; alert date: 05- jun- 2023; country of event: us; model: lxmc15; device lot number: 28592; date of surgery: (B)(6) 2021; adverse event term: egd with dilation; patient details: patient identifier: (B)(6);sex: male; age (at time of consent): 43 years; additional event details: site awareness date: 15 apr 2022; end date: 24 mar 2023; severity: mild; is the adverse event serious? No; death: no; date of death: blank; life-threatening illness or injury: no; permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no; dilation performed: yes; indicate type of dilation? Mechanical; date of dilation: (B)(6) 2022; diagnostic intervention: no; diagnostic imaging: no; drug therapy: no; observation: no; linx explant: no; other surgical intervention: no; other intervention/treatment: no; if other specify: blank; outcome: recovered/resolved with sequelae according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes did this event result in the patientâ¿¿s discontinuation of the study? No; log line 1 updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes - n/a log line 2 new event details: start date: 23 jul 2022; alert date: 05- jun- 2023; country of event: us; model: lxmc15; device lot number: 28592; date of surgery: (B)(6) 2021; adverse event term: egd with dilation; patient details: patient identifier: (B)(6); sex: male; age (at time of consent): 43 years; additional event details: site awareness date: 15 apr 2022; end date: 24 mar 2023; severity: moderate; is the adverse event serious? No; death: no; date of death: blank; life-threatening illness or injury: no; permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no; dilation performed: yes; indicate type of dilation? Mechanical; date of dilation: (B)(6) 2023; diagnostic intervention: no; diagnostic imaging: no; drug therapy: no; observation: no; linx explant: no; other surgical intervention: no; other intervention/treatment: no; if other specify: blank; outcome: recovered/resolved with sequelae according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes did this event result in the patientâ¿¿s discontinuation of the study? No; log line 2 updated date of dilation : (B)(6) 2023 - (B)(6) 2022; log line 3 new event details: start date: 18 apr 2022; alert date: 05- jun- 2023; country of event: us; model: lxmc15; device lot number: 28592; date of surgery: (B)(6) 2021; adverse event term: prednisone for dysphagia; patient details: patient identifier: (B)(6); sex: male; age (at time of consent): 43 years; additional event details: site awareness date: 18 may 2022; end date: 24 mar 2023; severity: mild; is the adverse event serious? No; death: no; date of death: blank; life-threatening illness or injury: no; permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: causal relationship if related to the procedure, indicate which procedure the event is related to: blank; intervention/treatment: none: no; dilation performed: no; indicate type of dilation? Blank; date of dilation: blank; diagnostic intervention: no; diagnostic imaging: no; drug therapy: yes; observation: no; linx explant: no; other surgical intervention: no; other intervention/treatment: no; if other specify: blank; outcome: blank; according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patientâ¿¿s discontinuation of the study? No; log line 3 updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank -yes; outcome : blank - recovered/resolved with sequelae; this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2025. Additional information: updated log line: 1. Updated: severity: mild: moderate. Updated log line: 3. Updated: severity: mild: severe.